Event description:
It was reported that during xi pg double tract reconstruction, after transecting the esophagus with the 60mm blue cartridge and transecting the gastric body, a malformed staple was found and removed from the body cavity. Staple malformation was found at esophageal staple line (at the proximal part where the 4000 was clamped). However, no other bleeding or staple malformation was observed, and the stomach was removed. The rapid test result showed a positive margin on the esophageal side, so additional transection was performed. Therefore, the area with staple malformation did not remain in the body, and the surgery was completed. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.